Event description:
It was reported that a pt presented with the appearance of a deposit on the implanted lens. Approx a year after the implantation, a yag procedure was performed to clear the lens but the deposits on the lens were could not be removed. It is to be noted that the original cataract surgery was a combined procedure with a dsaek.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.